Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01784. It was reported that a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was deployed too proximal after difficulty maintaining the necessary torque for good placement. The device was fully recaptured and the physician chose to go off label and reposition the watchman access system without using the pigtail catheter. The device was deployed again, but was still too proximal. The clinical specialist advised he should remove the device, reposition the access system with a pigtail catheter and prep a new device. He chose to try to deploy the device again and inadvertently perforated the apex of the laa. The patient pressures started to drop and a pericardial effusion was detected on the transesophageal echocardiogram (tee). The patient also experienced cardiac tamponade which was controlled. It was believed that the closure device was protruding from the pericardium as witnessed through fluoroscopy imaging. The physician performed pericardiocentesis and drained the effusion and re-infused blood back to the patient. Once the patient was stable enough, the physician successfully deployed a new closure device and continued to drain the effusion until the surgeon arrived. The patient then underwent open heart surgery to repair a 5mm tear that appears to have occurred with the 3rd full recapture of the 1st device. A second device was placed appropriately and left in situ. The patient was stable and taken to intensive care unit and was given blood products overnight. The patient is recovering well after the surgery. The physician is happy with her progress.